Manufacturer narrative:
Product ID 977a260,serial# (B)(4), implanted: (B)(6) 2016. Product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 18-nov-2019, UDI#: (B)(4). Analysis of the lead has not been completed at this time, but a follow-up regulatory report will be sent upon completion. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4), (hcp, rep): information was received from a healthcare provider (hcp) and a manufacturing representative (rep) regarding a patient implanted for spinal pain. It was reported that 7 out of 8 electrodes on the patient¿s lead were ¿out.¿ high impedances were reported. No contributing factors were known. The rep stated that the patient had multiple reprogramming sessions to try and capture their painful areas. However, the lead was replaced to resolve the issue. The issue was resolved at the time of the report. No further complications or patient symptoms were reported or anticipated.

Manufacturer narrative:
Analysis of the lead found that all conductors were broken 22.3 cm from the distal end. If information is provided in the future, a supplemental report will be issued.